Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the biopatch dressing was in place on a PICC (peripherally inserted central catheter) for 24 hours. It was the first time that biopatch was used on this patient. Chloroprep skin preparation was used, and was allowed to dry before the biopatch was applied. The patient had a similar reaction to chloroscrub when used at the time of peripheral intravenous cannula placement. There was no drainage at the site of the biopatch application site. Tegaderm was used to cover the biopatch. The patient had no known allergy. No lot number of biopatch known by the user facility and the last three lots provided to them are not known. The patient went home two days later. No interventions were made, except to list chlorhexidine gluconate as an allergy for this patient.